Manufacturer narrative:
Contact person occupation: administrator / supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the catheter was difficult to insert. The catheter was replaced and therapy continued. There was no reported patient injury.